Manufacturer narrative:
The device was not returned therefore, a device analysis could not be completed. The product code was not known. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had started alarming when being used on a dog. This occurred during infusion. The reporter stated the pump stopped working and was switched. The reporter did not remember which alarm it was, only that it lit up and was beeping. There was no report of patient injury or medical intervention associated with this event. No additional information is available.